Event description:
The customer contact reported that during testing at the user facility, it was found the device free flow lever was broken. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed initial testing at the user facility. The device mechanism is expected to be received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.